Event description:
It was reported that a spectrum pump door is hard to close. It was also reported there was no patient involvement. It was found during the baxter evaluation of the device that multiple "door jammed" messages are in the device history log.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the reported symptom "door will not close". Evaluation found the force needed to secure door is above expected levels. Review of the history log shows multiple "door jammed" alarms. The door hooks were replaced to correct this condition.